Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia after announcing a meal as ¿less than¿ when it should have been ¿normal,¿ with cgm readings peaking at 340 mg/dl before decreasing to 290 mg/dl and later to 157 mg/dl using a dexcom g7. Symptoms included no acute adverse effects and the user reported feeling okay. Outcomes included transient hyperglycemia outside target range for less than two hours, no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included case review and troubleshooting with user education regarding meal announcement selection. Investigation of this case revealed use error related to incorrect meal size announcement, with device function otherwise unremarkable. It was concluded, based on previously established findings for similar reports, that user error related to meal announcement selection was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.